Event description:
During surgery, a trial head was lost inside the pt and could not be retrieved. Surgery was delayed 15 mins.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The lot code required to determine the month and yr of mfg for the trial head was not available. A design change was established in december of 2005, adding an x-ray wire to this instrument so that should it be lost within a pt, it could be located through the use of x-rays. It cannot be conclusively determined if this instrument was mfg prior or post this design change. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the performed investigation, a need for add'l corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.